Manufacturer narrative:
(B)(4). Results: (patient lesion morphology, lesion severly calcified and exhibited 80 percent stenosis). (Stent deformation and failure to deliver device). Conclusion: lack of effectiveness (patient lesion morphology, lesion severely calcified and exhibited 80 percent stenosis). Device evaluation summary: the hypotube was bent and wavy. The stent was positioned on the balloon between marker bands as per specification. A number of struts on the first distal stent segment were raised. A number of struts on the thirteenth proximal stent segments were slightly raised. The tip was slightly frayed. No further damage noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 2.5 mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lad that was reported to be severely calcified and exhibited 80 percent stenosis. It was reported that after several attempts, the physician could not advance the stent across the target lesion. When the stent was removed from the patient, the stent was reported to be damaged. The device was inspected prior to use with no issues noted. Post removal of the endeavor resolute device, the physician successfully delivered another stent to the target. Lesion. No patient injury occurred and no clinical sequelae were reported.